Event description:
It was reported that a patient initially underwent a procedure at l1-s2 to treat an l4 burst fracture. It was reported that the patient underwent a revision surgery due to six loose screws between l1-l3. Fixation level was extended to th9 and the loosened l1 and l2 screws were replaced with hooks. During the revision surgery, the l3 lamina, where a screw was implanted via a cortical bone trajectory, fractured during rod placement. The l3 screw(s) was removed. The procedure was completed without any further incident. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Screws of multiple part/lot numbers were implanted during this procedure, including the following: 54740004035 / h11e2768, 54740004035 / h11k5870, 54740004040 / h11f4218, 54740004040 / h11k1388, 54740004040 / h11f0083, it is unknown which part/lot numbers contributed to the reported event, however, we are filing this MDR for notification purposes.